Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "3+" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade "3+" and patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "3+" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.